Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a damaged lens, a bubbled dso seal, and a corroded battery compartment. Evidence of the reported complaint was noted in the event history log: "(B)(6)2019 8:53:00 am info alarm: standard admin set latched, (B)(6)2019 8:53:00 am high alarm displayed: cassette not attached properly, (B)(6)2019 8:53:01 am high alarm silenced: cassette not attached properly. Device underwent functional device sensor testing; unit did not falsely alarm. The reported customer complaint was unable to be confirmed. It was determined that the dso seal being loose was allowing contaminate into the sensor resuling in false downstream alarms. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached" alarm. There was no patient involved in this event. No adverse effects were reported.